Manufacturer narrative:
H10: this is one event (death) for the same patient involving two separate products; associated MDR#1225714-2014-03012 and 1225714-2014-03013.

Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event on or about (B)(6), 2011 and subsequently expired after the use of the product.